Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states that the stylet was stuck inside the lead not the guidewire.

Event description:
It was reported that during a procedure, the guidewire got stuck inside the lead and the physician was unable detach the patient's lv lead from the device. The lead was explanted and replaced. The patient condition was stable before and after the procedure.